Event description:
It was reported that the patient presented to the hospital with symptoms of presyncope and heart rate dropping to about 50 beats per minute. The pulse generator exhibited an inappropriate rate decrease. No episodes were recorded. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.